Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 at 12:30 am for a high blood glucose level of 364 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was wearing the insulin pump during hospital stay. The customer called to have their broken belt clip replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).